Manufacturer narrative:
Product event summary: the device met 92.7% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally, the performance data collected from the device showed the battery indicator signifying that it is time for device replacement. Device reached eri (elective replacement indicator) on (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The unexpected longevity was noted to be three years and two days. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.